Event description:
It was reported that during the troubleshooting for an unrelated alarm, the patient noticed air bubbles in the line of their automated peritoneal dialysis (apd) set w/cassette. This occurred during the initial drain of their pd therapy on homechoice (hc) device, while the patient was connected. There was nothing found during troubleshooting that could have caused the reported air. The technical service representative (tsr) assisted the patient with ending the therapy and instructed them to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.